Event description:
It was reported in a fax that a misdrilling occurred, the hole for distal locking was not on target. In a try before the surgery no failure was found.

Manufacturer narrative:
Additional information has been requested and if received, it will be reported on a supplemental report.